Event description:
The information provided by the local distributor indicates: hospital name: (B)(6) surgeon's name: mr. (B)(6) date of initial surgery: (B)(6) 2022 body part to which device was applied: femur surgery description: fracture treatment patient's information: 33 year-old, male problem observed during: into treatment/post-operative type of problem: device functional problem event description: when the surgeon wanted to tighten the clamp, suddenly cam broke. (Device code 53541 was used with device code 80022 procallus fixator hybrid connection, lot b1851747) the complaint report form also indicates: - the device failure had no adverse effects on patient - the initial surgery was completed with the device - the event did not lead to a delay in the duration of the surgical procedure - an additional surgery was required: (B)(6) 2022 - a medical intervention (outpatient clinic) was not required - copy of the operative report is not available - copy of the x-ray images is not available - patient current health conditions: na further information received on 6 april 2023, from the local distributor: -the cam of 53541 got cracked. Replaced both 53541 and 80022 -a new surgery was required after two weeks to replace broken components with new ones. -it was a surgery for revision/readjustment -the patient is well and the treatment is proceeding successfully -the involved items were at their first use manufacturer reference number: (B)(4) distributor reference number: (B)(4).

Manufacturer narrative:
Analysis of historical records orthofix srl checked the internal records related to the controls made on the device code 53541 lot b1839087 before the market release. No anomalies have been found. The original lot, manufactured in year 2022 was comprised of 15 units. All of them have already been distributed to the market. (Orthofix srl checked also the internal records related to the controls made on the associated device used with the device being reported, device code 80022, lot b1818309 marked on component 800022s, before the market release. No anomalies have been found. The original lot, manufactured in year 2022 was comprised of 31 units. All of them have already been distributed to the market). Technical evaluation the returned devices, received on 18th april 2023, were examined by orthofix srl quality operations department. The visual check evidenced that the two returned devices are locked and could not be separated. Cam of the adv ball-joint coupling code 53541, is broken. The reference dot has been turned and forced beyond the 125° from the starting point. Multiplanar rail, component code 530525, broke due to the excessive torque applied and the subsequent excessive rotation of the cam. Signs of use were detected, with local damaging of anodized layer. In the functional check it was not possible to unlock the two devices. In addition, as the cam is broken no further checks were possible. Medical evaluation the information made available on the event was sent to our medical evaluator. Please find below an extract of the medical evaluation performed. -I note that in this case a surgeon mr. Syahid had a problem with an application of a hybrid frame to a 33-year-old patient's femur, at the slim river hospital in malaysia. Initial surgery was on december 13th. A second surgery was planned for december 29th for reasons not shared with us, but almost certainly to adjust the position of the reduction. During the second operation a cam became broken. This technical analysis is reporting on the returned components. It can be seen that the cam has split, and the joint is apparently completely jammed. The cam has been rotated an excessive amount and the hex joint is deformed, showing that excessive force must have been applied. Also, part of the multiplanar clamp 530525 was also broken, again demonstrating the use of excessive force. I fully agree that these breakages must have been caused by excessive force being applied. I support the advice that these frames should be strengthened by reinforcement bars as described, and that only torque wrenches must be used to tighten the cam joints. Final comments the analysis performed on the returned devices confirmed that they are in conformity with orthofix technical specifications. The visual inspection on the returned devices evidenced that the two items are locked and could not be separated. In the cam of the ball-joint coupling, code 53541, the reference dot was not in the supposed closure position, as an excessive torque was applied in closure. Consequently, cam broke, compromising device further use, including disassembly. Furthermore, multiplanar rail, component code 530525, is fractured. Please, note that for cams closure, torque wrench code 10025 must be used. The wrench is calibrated at specific maximum torque, to avoid the application of excessive load in closure (a "click" is audible when the maximum torque is reached). Moreover, orthofix hybrid frames should be strengthened by reinforcement bars as indicated in the relevant operative technique. From the evidence collected, and from the outcome of the technical analysis and of the medical evaluation, it is suggested that the failure notified is attributable to factors related to this specific application (excessive torque applied). Orthofix srl continues monitoring the devices on the market.

Manufacturer narrative:
Analysis of historical records orthofix srl checked the internal records related to the controls made on the device code 53541 lot b1839087 before the market release. No anomalies have been found. The original lot, manufactured in year 2022 was comprised of 15 units. All of them have already been distributed to the market. Technical evaluation the device involved in this event is in transit to orthofix srl. The technical evaluation will be performed as soon as the device becomes available. Medical evaluation the information made available on the case was sent to our medical evaluator. A preliminary medical evaluation was performed and will be finalized once the results of the investigation are available. As soon as further information is available, orthofix srl will provide a follow up report. Orthofix srl continues monitoring the devices on the market.

Event description:
The information provided by the local distributor indicates: hospital name: (B)(6). Surgeon's name: (B)(6). Date of initial surgery: (B)(6) 2022. Body part to which device was applied: femur. Surgery description: fracture treatment. Patient's information: 33 year-old, male. Problem observed during: into treatment/post-operative. Type of problem: device functional problem. Event description: when the surgeon wanted to tighten the clamp, suddenly cam broke. (Device code 53541 was used with device code 80022 procallus fixator hybrid connection, lot b1851747) the complaint report form also indicates: the device failure had no adverse effects on patient. The initial surgery was completed with the device. The event did not lead to a delay in the duration of the surgical procedure. - an additional surgery was required: (B)(6) 2022. A medical intervention (outpatient clinic) was not required. Copy of the operative report is not available. Copy of the x-ray images is not available. Patient current health conditions: na further information received on 6 april 2023, from the local distributor: the cam of 53541 got cracked. Replaced both 53541 and 80022. A new surgery was required after two weeks to replace broken components with new ones. It was a surgery for revision/readjustment.the patient is well and the treatment is proceeding successfully. The involved items were at their first use. Manufacturer reference number: (B)(4). Distributor reference number: (B)(4).